Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated. Complaint sample was evaluated and the reported event was confirmed. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no were trends identified. The root cause of the reported issue is attributed to shipping damage. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Event description:
It was reported that during a procedure, it was noticed that the inner packaging of the stem had been compromised; a hole in the packaging was noted. There was a 15 minutes delay searching for another stem, however, one was not available. The surgeon re-broached and re-trialed and completed the procedure with a standard offset stem